Event description:
It was reported that brake malfunction occurred. A 2.00mm rotalink plus was selected for use. During the procedure, it was noted that the rotawire was not locked even if the foot pedal was stepped on. Furthermore, while the dynaglide mode was on or off, the rotawire was still not locked even after checking the brake system outside the patient's body. The device was removed and the procedure was completed with another of same device. No patient complications were reported. Device evaluated by manufacturer: the device was returned for analysis. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. There are numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. A test .009 rotawire was inserted through the device and was clipped in place using a test wire clip. The advancer was connected to the rotablator control console system to perform the brake test. There were no abnormal noises or leaks and the device did not run; so, it was not able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. The brake malfunction could not be tested due to the device not being able to run. There is no damage to the brake.